Manufacturer narrative:
(B)(4).

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on a recent follow visit a type ia and ib endoleak were noted. The physician chose to repair the stent grafts with a series of aortic cuffs and iliac limbs from another manufacturer. The cuffs were implanted along with heli-fx endoanchors and the type ia endoleak was resolved. The distal endoleak was also treated successfully. The patient did well and was expected to recover. The physician attributed the events due to disease progression as the aortic neck is now larger. No additional clinical sequelae were reported and the patient is fine.